Event description:
It was reported that the patient came through emergency department (ed) with an exposed implantable pulse generator (ipg). The incision was washout and the patient underwent implantable pulse generator (ipg) explant procedure. The explanted device will not be returned.

Event description:
It was reported that the patient came through emergency department (ed) with an exposed implantable pulse generator (ipg). The incision was washout and the patient underwent implantable pulse generator (ipg) explant procedure. The explanted device will not be returned. Additional information stated that the patient made a full recovery. No device malfunction suspected.